Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("pieces of essure"), menorrhagia ("menorrhagia /heavy bleeding"), genital haemorrhage ("abnormal bleeding (general),") and deep vein thrombosis ("blood clots.") In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test.". The patient's medical history included morbid obesity, migraine, gout, hypertension, asthma, gerd, allergic rhinitis and meningitis. Concurrent conditions included pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (general),"), urinary tract infection ("urinary infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,"), alopecia ("hair loss"), deep vein thrombosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), medical device discomfort ("discomfort"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder nos"), abdominal pain lower ("lower abdominal pain") and pelvic pain ("pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy hysteroscopic ablation and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, medical device discomfort and pelvic pain outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, deep vein thrombosis, abdominal pain, hormone level abnormal, bladder disorder, urinary tract disorder and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, deep vein thrombosis, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, medical device discomfort, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , menorrhagia ,abdominal pain ,nausea, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces of essure'), menorrhagia ('menorrhagia '), genital haemorrhage ('abnormal bleeding (general)/heavy bleeding') and deep vein thrombosis ('blood clots.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test." And device difficult to use "left side was difficult to remove". The patient's medical history included morbid obesity, migraine, gout, hypertension, asthma, gerd, allergic rhinitis and meningitis. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included pelvic pain. Concomitant products included sumatriptan and valproate semisodium (divalproex). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced deep vein thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (general),"), urinary tract infection ("urinary infection"), migraine ("migraines/neurological conditions or problems type: migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,"), alopecia ("hair loss/hair thinning and falling out"), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), mood swings ("hormonal changes: mood swings"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder nos"), abdominal pain lower ("lower abdominal pain"), pelvic pain ("pain") and hirsutism ("thick facial hair") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, ondansetron (zofran) and surgery (bilateral salpingectomy hysteroscopic ablation and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, menorrhagia, genital haemorrhage, deep vein thrombosis, vaginal haemorrhage, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, abdominal pain, pelvic discomfort, mood swings, bladder disorder, urinary tract disorder and abdominal pain lower had resolved, the pelvic pain was resolving and the hirsutism outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, deep vein thrombosis, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hirsutism, menorrhagia, migraine, mood swings, nausea, pelvic discomfort, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , menorrhagia ,abdominal pain ,nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs received. Events added: left side was difficult to remove and thick facial hair. Treatment, historical and concomitant medications were added. Event onset date added for: blood clots. Event pt term updated from hormone level abnormal to mood swings. Event clubbed: hair loss/hair thinning and falling out. Event outcome added for: pieces of essure, pain and discomfort. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("pieces of essure"), menorrhagia ("menorrhagia /heavy bleeding"), genital haemorrhage ("abnormal bleeding (general),") and deep vein thrombosis ("blood clots.") In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test." The patient's medical history included morbid obesity, migraine, gout, hypertension, asthma, gerd, allergic rhinitis and meningitis. Concurrent conditions included pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (general),"), urinary tract infection ("urinary infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,"), alopecia ("hair loss"), deep vein thrombosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), medical device discomfort ("discomfort"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder nos"), abdominal pain lower ("lower abdominal pain") and pelvic pain ("pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy hysteroscopic ablation and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, medical device discomfort and pelvic pain outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, deep vein thrombosis, abdominal pain, hormone level abnormal, bladder disorder, urinary tract disorder and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, deep vein thrombosis, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, medical device discomfort, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , menorrhagia ,abdominal pain, nausea. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs and mr received. Reporter's information updated. Event: injury were updated to ablation, hormonal changes describe:, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection urinary, bladder or urinary problems or changes, migraines / headaches, nausea, neurological conditions or problems type: dysmenorrhea (cramping), surgery (other) type of surgery: essure removal, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, hair loss, blood clots , medical devisee discomfort, essure confirmation test not performed, abdominal pain were added. Medical history were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.